Event description:
During index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. Approximately 4 months post index procedure, patient was rehospitalized due to mi. Three weeks later, patient death occurred. Cause of death was: mi and multiple organ failure.

Event description:
The previously reported mi approximately 4 months post index procedure occurred in an unknown vessel and was unrelated to the study device. It was assessed that the previously reported death was unrelated to the study device.

Event description:
The clinical events committee adjudicated that the previously reported death was a cardiac death.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi/death).